Event description:
Boston scientific received information that this patient's home monitoring system transmitted a high, out of range, shock lead impedance was detected on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Boston scientific technical services reviewed the information with the field representative; it was noted there was a greater than 200 ohm shock lead impedance reading, but prior to that all measurements were stable around 60 ohms, and following the out of range measurement a 67 ohm reading was noted. Troubleshooting options were discussed. Additional information was received that the system was being monitored and remained in service. No adverse patient effects were reported. Further information was received from the patient's clinic that the patient died approximately two weeks later due to renal failure. Subsequently, the physician provided additional details that the patient died of an infection, and that the device system did not cause or contribute to the patient's death. Reportedly, the system was not explanted, and will not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.